Event description:
A health professional reported that a patient underwent revision surgery approximately 8 years post-operatively to address two migrated aviator screws and a fractured aviator plate locking mechanism. It was further reported that the screws migrated into the patient's esophagus and caused pain for the patient. This report captures the aviator plate.